Manufacturer narrative:
The investigation determined that non-reproducible, falsely elevated vitros tropi es results were obtained from two patient samples processed on a vitros eci immunodiagnostic system. The assignable cause of this event is unknown. An ocd field engineer performed service actions to multiple analyzer subsystems to return the eci system to its expected performance. Following these action, acceptable vitros tropi es performance was observed. However, since a precision run was not completed before the analyzer was serviced, an instrument issue cannot be completely ruled out as a potential contributing factor. There was no indication that a reagent issue contributed to the event. Finally, the investigation could not determine if the customer had processed the patient samples in accordance with the tube manufacturer's recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. Therefore, the effect of improper sample processing could not be ruled out as a contributing factor. The assignable cause of this event is unknown.

Event description:
The customer obtained non-reproducible, higher than expected vitros tropi es results from two patient samples processed on a vitros eci immunodiagnostic system. Vitros tropi es result=0.239 vs. Expected < 0.012 ng/ml; vitros tropi es result=0.803 vs. Expected < 0.012 ng/ml. A biased result of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected vitros tropi es results were reported from the laboratory. A corrected report was later issued from the laboratory as the physician questioned the initial results. There was no allegation of patient harm as a result of this event. (B)(4).